Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported entrapment of device or device component and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with 80% stenosis. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was inflated 3 times up to 14 atmospheres (atms) and negative was held for 10 seconds. The balloon was used for dilatation and molding after a 4.0x23mm non-abbott stent was implanted. The bdc could not be retracted since it could not be completely deflated and multiple withdrawals were attempted. The balloon could not be burst at 30 atmospheres (atms) when suspended into right coronary sinus. A non-abbott guide wire was used to puncture the balloon and then pulled out of the anatomy together with the guiding catheter ending the procedure. The patient did not complain of discomfort during the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.